Event description:
The customer reported that the cartridge chemistry (cc) sample probe of a unicel dxc 600 synchron system was leaking fluid out of the bottom of the collar wash after priming. While troubleshooting the issue with the help of customer technical support (cts) over the phone, the customer noted that the issue was caused by loose tubing at the cc sample syringe 3-way valve. The customer tightened the connection and no further issue was observed. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
Issue was resolved by the customer with the help of customer technical specialist over the phone. Failure mode was the loose tubing at the sample syringe 3-way valve. (B)(4).